Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2024 while sterile processing department was inspecting instrument, found to be broken. The locking mechanism broke off of the gripping handle. This report is for one (1) forceps for broken screw removal. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: d4: (primary UDI number), e4. Service and repair evaluation: the customer reported. ¿it was reported, that on sep 11,2024, while sterile processing department was inspecting instrument, instrument found to be broken. The locking mechanism broke off of the gripping handle¿. The repair technician reported of raised metal near head that catches skin, broken jaw, device failed cosmetics test. The item is not repairable, per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review (DHR): due to the age of more than 10 years of the complained device, a wear or use related root cause is the most likely, reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints. For which a non-manufacturing related probable cause has been identified. No manufacturing record evaluation is required. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.